Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "new sensor starting up," when scanning the adc freestyle libre sensor. On (B)(6) 2021, due to the customer not being able to monitor their glucose, the customer was driving to a doctor's appointment and called his wife before subsequently having a loss of consciousness. The customer's wife found the customer after 1 hour and brought the customer to the emergency room where an unknown low blood glucose test was obtained on the hospital meter. Additional "tests" were performed however no further medical treatment was provided as the customer "came back to normal." There was no additional information was provided. There was no report of death or permanent injury associated with this event.